Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that patient was able to get new eveready alkaline battery. The patient stated that the verification screen showed correct battery type, but wrong time (was on a.m. Instead of p.m.). The patient navigated through set up to change time to p.m. The patient stated that time/date has been an issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date issue.